Event description:
The caller reported that the cuff on the tracheostomy tube blew out after being in the pt for a short time (several hours). The pt was re intubated without incident. There is no tracheostomy tube to return.